Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On oct 24, 2009, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged power issue began on the morning of the event. Despite the alleged issue, the pt claimed she continued to take her usual dose of oral medications (metformin and glyburide). Sixteen days after the alleged issue started, the pt reported that she developed symptoms of feeling shaky and dizzy. The pt denied receiving medical treatment. At the time of troubleshooting, the cca noted that the subject meter powered on manually and when a test strip was inserted. The alleged power issue was resolved with training. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.